Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was slower during rewind process. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. Motor passed motor test. Insulin pump received with stripped battery cap(p) coin slot and broken battery cap.